Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving ¿lo¿ (readings less than 40 mg/dl) message on her adc freestyle libre sensor. Customer further reported she experienced symptoms described as ¿vomit, dehydration, headache, body ache and polydipsia¿ and was unable to self-treat. Customer self-presented at the hospital where a reading of 536 mg/dl was received on the hcp meter. Customer was diagnosed with diabetic ketoacidosis (dka) and intravenously administered insulin (dose unknown) and prescribed zofran (ondansetron). There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving ¿lo¿ (readings less than 40 mg/dl) message on her adc freestyle libre sensor. Customer further reported she experienced symptoms described as ¿vomit, dehydration, headache, body ache and polydipsia¿ and was unable to self-treat. Customer self-presented at the hospital where a reading of 536 mg/dl was received on the hcp meter. Customer was diagnosed with diabetic ketoacidosis (dka) and intravenously administered insulin (dose unknown) and prescribed zofran (ondansetron). There was no report of death, serious injury, or mistreatment associated with this event.